Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lock syringe contained foreign matter described as "black melted plastic on [the] syringe tip." No serious injury or medical intervention was reported.

Manufacturer narrative:
No sample nor picture has been received for investigation. DHR cannot be reviewed since the lot number is unknown. Retained samples cannot be evaluated since the lot number is unknown. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: since lot number is unknown, no samples neither pictures have been received for investigation the alleged defect cannot be confirmed and the root cause cannot be determined. With the info available no further investigation can be done.

Event description:
It was reported that bd plastipak luer-lock syringe contained foreign matter described as "black melted plastic on [the] syringe tip." No serious injury or medical intervention was reported.